Event description:
It was reported that there was a hole in the stent with granulation tissue coming through. This stent was placed at the esophageal gastric junction. This esophageal stent was being used off label. The stent was removed and there was no patient injury or other adverse health consequence.